Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 31-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp(B)(4).

Event description:
Fill volume: 92 ml . Flow rate: 2 ml/h. Procedure: 5 fu chemotherapy. Cathplace: port in the chest. Start time: 1350. Halyard received a single report that referenced six different incidences, which were associated with separate units, involving the same patient. This is the first of 6 reports. Refer to 2026095-2017-00106 for the second patient. Refer to 2026095-2017-00107 for the third patient. Refer to 2026095-2017-00108 for the fourth patient. Refer to 2026095-2017-00109 for the fifth patient. Refer to 2026095-2017-00110 for the sixth patient. It was reported that every cycle of the pump seemed to empty before 46 hours. No additional information was provided.